Event description:
In 2006, this patient was implanted with two gore tag thoracic endoprosthesis. In 2007. This patient had a reintervention for a distal type I endoleak and was implanted with a third gore tag thoracic endoprosthesis. Patient is doing well post-operatively.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted and related to this event was gore tag thoracic endoprosthesis (tg3420/lot#04478511) please note attached list of additional device implanted in patient and not related to this event; gore tag thoracic endoprosthesis (tg3420/lot#03671560).